Event description:
A malfunction alarm with the code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.